Event description:
A patient underwent a catheter placement procedure using the navarre universal drainage catheter. Post-procedure, on (B)(6) 2025, it was noted that there was a tear in the white connecting hub, causing fluid leakage through the tear. The tear occurred after the catheter was placed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr navarre drainage catheter hub segment was returned for evaluation, and one electronic photo was provided for review. Visual and microscopic evaluations were performed on the returned device. No other components were received with hub segment. The photo shows the partial view of a clinician holding the drainage catheter attached to an external connector. The catheter hub was noted to be cracked longitudinally. Therefore, the investigation is confirmed for reported catheter hub fracture and fluid leak issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using the navarre universal drainage catheter. Post-procedure, on (B)(6) 2025, it was noted that there was a tear in the white connecting hub, causing fluid leakage through the tear. The tear occurred after the catheter was placed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.